Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part: 292.790.01 lot: 9214p92 manufacturing site: balsthal release to warehouse: 16-feb-2024 a DHR evaluation was performed for the finished device article # 292.790.01 lot # 9214p92, and no non-conformances were identified. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device was broken from the thread tip. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. No postoperative x-rays were provided to confirm the embedded device, therefore this allegation can't be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the k-wire ø2 thread-tip l150/15 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 26, 2024, the needle was being used to temporarily attach the plaque to the bone, the threaded tip of the guide broke and remained inside the patient, as it was not possible to remove it. In the image, the circle shows the original end of the guide and in the other image what was broken. At the moment there is no affectation for the patient. This report involves one (1) 2.0mm kirschner wire w/15mm thread-trocar point 150mm. This is report 1 of 1 for (B)(4).